Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial ((B)(6) 2008) and f/u ((B)(6) 2008) respectively,were processed together. This case involves (B)(6) female who received poly-l-lactic acid (sculptra) 10 ml in face and neck, starting in (B)(6) 2008 for flaccidity. Relevant medical history and concomitant medications were not reported. The physician reported that the pt received poly-l-lactic acid (batch a7017) via deep intradermal/subcutaneous on (B)(6) 2008. On (B)(6) 2008, the pt presented with intense erythema, intense edema, moderated pain and local hot sensation. Corrective treatment used was non-steroidal anti-inflammatory drug (nos), injectable corticosteroid (nos) and antibiotic levofloxacin (levoxine 500). Event outcome is unk. Reporter's causality: highly probable.

Manufacturer narrative:
(B)(4). This case is 3 out of 4 cases reported by the physician. Please refer to cases (B)(4). Addendum (B)(6) 2008: this new f/u was received on (B)(6) 2008 out of sequential date order. The physician informed that poly-l-lactic acid was diluted in 10 ml. The application technique used was deep intradermic injection or subcutaneous with previous aspiration. Poly-l-lactic acid was applied, on (B)(6) 2008 and two months before this application, the pt received poly-l-lactic acid application. No implants technique were used. The pt has used concomitant therapy (botulinum toxin in the third part of pt's face). The physician stated that she suspects of this poly-l-lactic acid flask. Addendum for f/u info received on 6/16: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Handling error by customer. The DHR (device history records) and the analytical results of the batch a7017 were reviewed and no anomalies, which could be related to the event occurred, were pointed out. The appearance test showed no anomalies were pointed out in any batch. A reconstitution and syringeability test was performed. The suspensions obtained were found to conform. An injection test was performed and it was noticed that the needle began to clog after the delivery of the first suspensions drops, but it could easily be cleared by shaking the suspension inside the syringe or drawing back the plunger. According to all the results obtained, there is no quality issue for this batch. On the basis of the complaint description, we can conclude that the event should be due to a wrong or partial application of the reconstitution procedure. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.